Event description:
Pt had first routine hemodialysis treatment on nxstage system one and was asymptomatic. During the 2nd treatment, approx 1 hour after initiation, pt experienced a decrease in blood pressure. On the 3rd treatment, pt experienced a decrease in blood pressure at the start of the treatment, a 200cc bolus of saline was administered and treatment ended without returning blood. It was determined that pt was having a possible dialyzer reaction. Pt was transfused with 2 units of prbcs due to blood loss.

Manufacturer narrative:
No investigation is possible without the returned device. Clinical staff attributed event to an allergic reaction. The user's guide includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of device has been established. Pt continues to dialyze with system one and no further similar problems reported during using a dialyzer from a different MFR. Nxstage medical considers this report closed. No additional info will be provided.